Event description:
Cleaning surgery room at the end of the day and noticed a burn area on the mattress -"size o"- plexiglass covering on top of the or bed also has a burn area. The last pt to have a procedure was this morning. Procedure was cysto, vu, urethral repair with the holmium laser. Pt checked for injury by nurses and noted to have a small open area on buttock. Surgeon notified, checked pt. States pt is ok. Next am the surgeon again has checked pt, the pt is fine and plan to discharge takes place.